Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(6). Side: l. Primary asa: p2 - mild disease not incapacitating. Component from another manufacturer : exeter contemporary flanged cup ID 32mm od 50mm, product number: 63094350, lot number: g7036.